Manufacturer narrative:
An image was reviewed by a boston scientific quality engineer. It was possible to confirm that the catheter temperature had been too high in the image provided. The most probable cause of the reported issue could not be determined due to a lack of evidence; however, an attached photo confirmed the reported condition. The product was not returned for analysis to identify any defect with the device. Additionally, without a proper evaluation of the device, the most probable causes contributing to the event remain unknown. Based on all available information, the reported event of "cath poor temperature control higher than expected or device component" could not be confirmed, as the reported failure could not be reproduced.

Event description:
It was reported that the catheter exhibited poor temperature control - higher than expected. During a procedure to treat ventricular premature complexes, an intellanav mifi open-irrigated ablation catheter was selected for use. It was observed that the catheter temperature was excessively high. The issue persisted even after replacing the ablation cable and box. Normal system function was restored only after switching to a new catheter. The procedure was completed using a different device of the same model. There were no patient complications. The original device was contaminated and will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter exhibited poor temperature control - higher than expected. During a procedure to treat ventricular premature complexes, an intellanav mifi open-irrigated ablation catheter was selected for use. It was observed that the catheter temperature was excessively high. The issue persisted even after replacing the ablation cable and box. Normal system function was restored only after switching to a new catheter. The procedure was completed using a different device of the same model. There were no patient complications. The original device was contaminated and will not be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned intellanav mifi open-irrigated ablation catheter was visually inspected, and the device showed no evidence or defects that could have contributed to the reported event; consequently, not confirming the reported complaint. Functional testing showed that the catheter functional mechanism worked properly. No abnormal resistance was felt when actuating the device. With all available information, the reported event of cath-poor temperature control - higher than expected or device component could not be confirmed as the reported failure was not able to be reproduced, and the device presented with no issues.

Event description:
It was reported that the catheter exhibited poor temperature control - higher than expected. During a procedure to treat ventricular premature complexes, an intellanav mifi open-irrigated ablation catheter was selected for use. It was observed that the catheter temperature was excessively high. The issue persisted even after replacing the ablation cable and box. Normal system function was restored only after switching to a new catheter. The procedure was completed using a different device of the same model. There were no patient complications. The device has been returned for analysis.